Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the ac power cord did not come loose at the wall outlet or from the back of the unit and there were no environmental circumstances that would have affected ac power at the time of the event. It was also noted that the mpu did have a v-lock connector on the ac power cord. The mpu was returned.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the mobile power unit (mpu) not powering on or providing power was confirmed via the mpu¿s functional analysis. The returned mpu (serial number (B)(6) was functionally tested at the service depot and was unable to power on when connected to ac power. The cause of the issue was isolated to an issue with the unit¿s power supply printed circuit board (pcb). However, a purchase order was not provided after several attempts to obtain it were made, so the mpu was returned to the customer unrepaired and was labeled ¿not for human use.¿ the root cause of how the power supply pcb became damaged was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook, rev. D, section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook, rev. D, section entitled ¿emergency contact list¿ cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's mobile power unit (mpu) turned off over the weekend while they were using it for power. The patient exchanged the batteries in the system without success. When plugged in, the mpu light did not come on. There was no green power light and the mpu did not provide power. The mpu was exchanged.